Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged couple device was broken and abnormal image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a broken charged couple device, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had no image. The issue was found during reprocessing. There were no reports of patient involvement.